Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that power connector one of the patient's controller was loose and slipping out of the sealing ring between the connector and controller housing. The controller was exchanged with no reported consequence or impact to the patient. The exchange was well tolerated by the patient. Controller log files were sent. The event was not associated with any controller alarms or pump stops. The user did not apply excessive force when trying to connect the power sources to the controller. The controller had not been dropped or sustained any damage. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported event of a loose power port assembly was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the controller failed visual inspection due to a loose power port 1 (ps1) connector with a displaced o-ring gasket. The displaced o-ring gasket was likely the sealing ring that was reported. As received, (B)(4) had the software maintenance release (smr) update installed. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Loose power connectors and displaced o-ring gaskets are being investigated by the manufacturer with the supplier. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.